Event description:
The pump was reported to have underinfused multiple times with the use of buretrol sets and lactated ringers. The most recent event occurred when the buretrol was filled with a 100 mls of lactated ringers. When the pump reported that the volume had infused, there was still more than 5 mls left in the buretrol. No pt injuries have resulted.